Event description:
Crew ran a call with a pt on a vent. Pt was being sent to nursing home. Pt was put on vent when an alarm stated to charge. It was plugged into unit. Alarm states high pressure/inspiratory to high, readjusted setting which correct the problem. Alarm went off again, saying disconnect vent pm is due. The alarm sounded again & screen went off + on again showing vent failure detected. Code 2 external/internal o2 low.